Event description:
It was reported that there was an error 41541. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of error code 41541. No service history was found. Review of event history found error code 41541. Visual/functional testing was performed. Found error code latch lock error 41541. Reset error code. Code did not reoccur during repair and testing. Upon further investigation, found that a battery separator was missing, the upstream occlusion (uso) seal was delaminated, the lens was scratched. Replaced missing separator, upstream occlusion (uso) seal, lens, lens seal, motor, hub gear, keypad and labels. Performed dso/uso sensor calibration. Performed verification testing and device passed all testing criteria.